Manufacturer narrative:
(B)(4). The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV", and seroma-late.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Additionally, healthcare professional reported seroma. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Additionally, healthcare professional reported seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, white particles in the surface of the shell, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Additionally, healthcare professional reported seroma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Additionally, healthcare professional reported seroma. Device has been explanted.